Event description:
Pt called lfs and alleged that their meter would not power off. The last time the pt tested on the meter was april at about 2:00 p.m. The meter functioned properly but the pt could not remember the result. In the evening between 7:00 and 8:00 pm, before dinner pt had symptoms of hypoglycemia. Pt felt agitated. Their spouse wanted to help pt and tried to test their blood glucose level with the the meter. The meter turned on, showed the display check and then froze. The meter did not turn off. Pt's spouse gave pt a banana and an orange and pt felt better after a while. During troubleshooting, the lfs customer service rep walked the pt through re-seating the battery, which resolved the issue. The pt was then able to test their blood sugar and the result was 3.0 mmol/l. The meter is being replaced for the pt. This case is being reported as a meter malfunction. Although the meter powered on after reseating the battery, it was only a temporary fix. There is no evidence of meter contributing to a serious injury because the pt did not test on the meter until after symptoms had begun. No further info has been reported.